Event description:
A registered nurse reported that a tear was noted in an intraocular lens (iol) once it was implanted. The lens was removed during the same procedure through an enlarged incision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/06/2008 by mail and fax. A completed questionnaire has not been received. To FDA on: 06/13/2008.